Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 590 mg/dl at the time of incident. Customer states she felt dizzy from not eating. The customer stated that the blood glucose level was 382 mg/dl at the time of the call. The customer treated their blood glucose levels with manual injections. The customer was sent new sets. The insulin pump will not be returned for analysis.